Manufacturer narrative:
No investigation has been performed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Patient status post mandible plate placement and felt a snap while eating. After CT scan was performed, the surgeon determined that the plate was broken. Hardware was removed and patient revised to a 2.8 mm plate.